Manufacturer narrative:
Reported event: patient had an mmc cup implanted on (B)(6) 2011. Patient allegations are pain and metallosis. Revision was on (B)(6) 2014. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Review of received data implantation surgery dated (B)(6) 2011: diagnosis: osteoarthritis of right hip operation: implantation of zimmer natural hip stem and mmc cup. Good fit and proper degress of laxity observed. No abnormalities noticed. Revision surgery report dated (B)(6) 2014: preoperative diagnosis: painful right tha operation: observation of black soft tissue consistent with metallosis after the excision of the hip capsule. Metallosis noticed behind the cup eroded into the acetabular bone. Acetabular cup and femoral head revised. Surgical pathology report dated (B)(6) 2014 indicates the diagnosis: portions of (B)(4)fibroconnective, fibromuscular, striated muscle and fibroadipose tissue demonstrating reactive changes, including numerous pigment laden macrophages and chronic inflammation. No evidence of neoplasia or malignancy identified. No product was returned to zimmer biomet for in-depth analysis the inspection plan states that the surface of calotte is (B)(4) inspected by attributes with gage. Root cause analysis: root cause determination using dfmea: line 1 : increased wear due to clearance too small ¿ rim loading => possible: no x-ray was received, cannot be excluded. Line 2 : increased wear due to clearance too large => possible: no x-ray was received, cannot be excluded. Line 6 : no self polishing ¿ (run-in phase) leads to increased wear due to inadequate articulation material => not possible: the articulating materials are compatible with each other. Line 7 : increased wear due to perpetual boundary lubrication of articulation due to improper design parameters (e.g. Diameter, roughness, etc.) => not possible: the roughness is 100% inspected according to the inspection plan. Line 12 : increased number of wear particles due to chemical corrosion => possible: the product was not available for investigation. Line 16 : reduced rom, increased wear due to component malpositioning => possible: no x-ray was received, cannot be excluded. Line 17 : reduced rom, increased wear due to component malpositioning => possible: no x-ray was received, cannot be excluded. Line 18 : increased wear due to component mismatch (wrong size) =>not possible: the product combination was compatible, correct sizes were used line 19 : increased wear due to component damaged during operation - scratches on articulation surface => possible: proper handling of components during surgery is out of zimmer biomet control line 20 : increased wear due to wrong pairing due to missing "metasul" sticker => not possible: the product combination was compatible. Conclusion summary: a tissue reaction like metallosis, pseudotumor or metal allergy can be a post-operative risk for metal on metal (mom). In example, metallosis of hip is well known issue in the literature dedicated to mom joint replacements, and is defined as aseptic necrosis, local necrosis or loosening of the prosthesis secondary to metallic corrosion and release of wear debris. More generally, mom hypersensitivity reactions are increasingly being recognized as a cause of osteolysis, loosening, and subsequent failure in the short- to intermediate-term follow-up of mom-thas. For these reasons armd (adverse reaction metal debris) is also considered as an indication of loosening. Moreover, complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants as stated in zimmer¿s "instruction leaflet for endoprosthesis" ((B)(4), ed. 05/09). However, an exact root cause for the pain felt by the patient and the metallosis could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the devices or x-rays for review. The op reports were provided and fu questionnaires. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
A legal claim was raised. It was reported that the patient was implanted an zimmer mmc cup, uncemented, 54 mm/46 mm, code l on the right side on (B)(6) 2011. The patient was revised on (B)(6) 2014 due to pain, metallosis.